Event description:
It was reported that patient underwent a second left hip revision approximately 6 weeks after the previous due to dislocation and finding the bearing had popped off the head component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: subluxation/dislocation of the left hip arthroplasty with marked abnormal vertical cup orientation as noted. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02438.